Manufacturer narrative:
MFR's report date: 11/21/2014. (B)(4). Pt info requested and all available info is included. Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Received customer's medwatch report: "the blunt clip-on cannula "alligator clip" became disconnected from pt and leaked IV fluid. IV tubing replaced for pt's IV fluids." No pt harm or medical intervention was reported. No further pt / event info was provided.